Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No audio beep anomaly or vibration anomaly noted. Buttons responded properly. No moisture damage/corroded on button keypad traces noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed multiple motor errors and mentioned during troubleshooting that they experienced low blood glucose level of 48mg/dl. Customer was assisted with motor error troubleshooting. The customer's blood glucose level was 89mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The insulin pump was able to rewind. Customer stated that they were able to clear first motor error alarm but received another motor error alarm. Troubleshooting for the low blood glucose was performed. Customer stated that they treated with food. Troubleshooting found insulin pump programming was accurate, bolus was recorded accurately, and reservoir reading accurate. Due to motor errors, the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.